Event description:
It was reported that this right ventricular (rv) lead shock impedance has gradually increased and reached high out of range measurements. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior and evaluation options. This rv lead remains in service. No adverse patient effects were reported.